Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital that over the weekend, the patient experienced red heart and yellow wrench alarms. When the alarms occurred again, the patient was admitted at the hospital due to suspected end of life device symptoms and a decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.